Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal end of the drill bit is broken and it was lost. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The drill bit was broken upon receipt. The locking compression plate drill bit was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The cross section surface shows no irregularities (unfortunately the broken part was not returned). Blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. It is likely that there was a heavy exceeding mechanical overloading situation during use which caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.